Event description:
It was reported that the patient was shocked multiple times due to noise. High impedance, sensing difficulty, and apparent lead fracture also was reported. The lead was explanted. No patient complications have been reported as a result of this event.